Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tubes are pushing off non-patient end of needle during use with a bd vacutainer® ultratouch¿ push button blood collection set. This occurred on 10 separate occasions during a "trial", however, the patient information is unknown. The following information was provided by the initial reporter: during a trial of ultratouch push-button, one hcw reported that the tubes had a tendency to pop off from the back-end luer adapter during blood collection. The account uses push-button currently, and with classic push-button, users do not have to hold on to each tube while it is filling, but they do with the ultratouch product.